Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation did not confirm or duplicate the allegation of inaccurate delivery.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging an unspecified issue with inaccurate delivery by the pump. The patient's health care provided has requested replacement of the pump. No adverse is being reported because the subject device does not have an assigned 510(k). This complaint is being reported because the alleged inaccurate delivery issue remained unresolved with troubleshooting.